Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient stated that earlier in the month of (B)(6) they were out of town. They had been walking around in a tourist area, getting in and out of a car, and late in the afternoon they experienced some sharp shooting pain like an electrical shock in the area of the lnterstim. It took my breath away. An hour later they were back in their hotel and managed to cut off the device with the remote. When they returned from out of town, their (B)(6) appointment with their doctor was coming up and so they told him of the event. The patient stated that they have experienced the shooting electrical shock like pain again around (B)(6) . This time they called the doctor's office right away. They told them to try their rep again. This time they were able to speak to their rep and since they were leaving again on a trip, their rep suggested to disconnect it till their return. They are now back from their trip and they want to get this resolved. It is now (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  they were sitting in their car and "suddenly" it was like they were getting an electrical shock. Patient said the sensation took their breath away. Patient said the sensation subsided and returned an hour or so later. Patient didn't have external devices with them when it 1st happened.